Manufacturer narrative:
Please note: device (with possible lot numbers i0704054 and i0704078) is distributed outside the united states. However, it is similar to the united states product. This is one of five products being reported for the same event. Please reference manufacturing reports #: 9616099-2005-01500, 9616099-2007-00277, 9616099-2007-00279, 9616099-2007-00280, and 9616099-2007-00281.

Event description:
The following information was received from the clinical study: the patient expired. An autopsy was not performed and the cause of death is unknown. Physicians comment: "the exact cause of death was not unknown, but the possibility of it wasn't the cypher's product problem". In addition, the study indicated that on 06/13/05 the device herein reported was found to have restenosed on cag. To treat the restenosis, predilatation was conducted with a 2.5x15mm balloon followed by deployment of another 2.5x18mm cypher des at 22 atms.